Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing low flow alarms while on tethered support (connected to the power module). The alarms were reportedly not occurring while the pt was on battery support. It was also report that the pt's percutaneous lead (lead) was separating from the metal connector and required repair. The pt was placed on a modified power module pt cable pending further eval of the lead by the MFR. The MFR's technical services team member evaluated the pt's percutaneous lead and the distal end of the lead was replaced. The pt remains ongoing on lvad support w/o any further issues reported.

Manufacturer narrative:
A portion of the percutaneous lead that was removed during the repair was returned to the MFR for analysis and the eval confirmed the report of low flow alarms and suspicion of a compromised lead. Examination of the wires adjacent to the metal connector revealed disruption of the red and brown wires. The red wire insulation was disrupted and the majority of the underlying wire conductors were fractured. The insulation of the brown wire was also disrupted, exposing the wire conductors beneath. The characteristic of the disruptions appeared consistent with fatigue as a result of repetitive flexing. Further examination of the affected and non-affected wires did not reveal any evidence of mechanical damage due to crushing or pinching. Should the exposed conductors of the disrupted wires have come in contact with the braided shield or one another while the pt was being supported on the power module, or while on battery power, the resulting short would have interrupted pump function causing the pt to experience a low flow condition, as was reported. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.